Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, four (4) tubes underfilled. Sample recollection occurred.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Forty-five (45) retention samples from bd inventory were evaluated by visual examination with no visible defects. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.